Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the event occurred in (B)(6) of 2020; however, the exact date of the event was not reported. The product lot number was not reported initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that during a mechanical thrombectomy for acute ischemic stroke, a 5x33 embotrap ii (et009533/unknown lot #) revascularization device was advanced through the severely calcified vertebral artery when the ¿blood vessel got split¿. Hemostasis was achieved and the procedure was completed. The current status of the patient is unknown. The physician commented that the vertebral artery was highly calcified, and it was not clear whether the event was caused by the device. Additional information received from the sales representative on 10-feb-2020 indicated that the index procedure took place in early (B)(6) 2020. The target occlusion was located at the basilar artery. The vertebral artery had severe stenosis. It was stated that it was unclear when the procedure started that the lesion had calcification or not. The physician suspected stenosis occlusion of the vertebral artery and tandem occlusion of the basilar artery. The complaint embotrap ii device was used after the concomitant microcatheter was delivered to the posterior cerebral artery. The embotrap was withdrawn from the posterior cerebral artery to the basilar artery and the vertebral artery; however, the embotrap became stuck on the stenosis and it was no longer able to be retracted. The physician slightly covered the embotrap with the microcatheter and the embotrap was removed. Hemorrhagic event was not confirmed via angiography at the conclusion of the procedure. Therefore, the case was completed as is, but a subarachnoid hemorrhage was confirmed after the procedure. The patient was moved to another hospital and the current status of the patient is unknown. There were no clinical symptoms associated with the subarachnoid hemorrhage. No further details were provided. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Withdrawal difficulty, dissection or perforation, and subarachnoid hemorrhage are well-known extensively documented potential complications associated with endovascular mechanical thrombectomy and are listed in the embotrap instructions for use (IFU) as such. The root cause of the event cannot be determined; however, clinical and procedural factors including vessel characteristics, tortuosity, device selection, and mechanical manipulation of devices within the artery are all factors that may contribute to dissection. It was stated that the vertebral artery was severely calcified, which likely added to the complexity of the procedure. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
A report from the field indicated that during a mechanical thrombectomy for acute ischemic stroke, a 5x33 embotrap ii (et009533/unknown lot #) revascularization device was advanced through the severely calcified vertebral artery when the ¿blood vessel got split¿. Hemostasis was achieved and the procedure was completed. The current status of the patient is unknown. The physician commented that the vertebral artery was highly calcified, and it was not clear whether the event was caused by the device. Additional information received from the sales representative on 10-feb-2020 indicated that the index procedure took place in early (B)(6) 2020. The target occlusion was located at the basilar artery. The vertebral artery had severe stenosis. It was stated that it was unclear when the procedure started that the lesion had calcification or not. The physician suspected stenosis occlusion of the vertebral artery and tandem occlusion of the basilar artery. The complaint embotrap ii device was used after the concomitant microcatheter was delivered to the posterior cerebral artery. The embotrap was withdrawn from the posterior cerebral artery to the basilar artery and the vertebral artery; however, the embotrap became stuck on the stenosis and it was no longer able to be retracted. The physician slightly covered the embotrap with the microcatheter and the embotrap was removed. Hemorrhagic event was not confirmed via angiography at the conclusion of the procedure. Therefore, the case was completed as is, but a subarachnoid hemorrhage was confirmed after the procedure. The patient was moved to another hospital and the current status of the patient is unknown. There were no clinical symptoms associated with the subarachnoid hemorrhage. No further details were provided.